Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon investigation, it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The driven ground failure caused the monitor's check belt alarms. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report check therapy pad messages. The pt was provided with a replacement monitor.